Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Unit had corroded battery tube, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at display window corner and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Blood glucose level at the time of the incident was 234 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.